Manufacturer narrative:
A ge service representative performed an on site investigation. The cine disk was formatted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that intermittently cine runs could not be recalled after exams (data loss). There is no report of death or serious injury associated with the complaint.